Event description:
Information received notes that the patient was seen for pacer assessment. The test was completed and documented that the device was in ddd mode. The technician removed the programming head and turned off the machine, then turned to find the patient unresponsive. When the monitors were turned back on, it was discovered that the device was in aoor mode. After reprogramming to ddd, the patient was transported to the hospital for monitoring and device replacement.